Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this implantable cardioverter defibrillator (ICD) was positioned in the patient and when the leads were connected to the header, out of range pacing and shocking impedance measurements of greater than 2000 ohms and 200 ohms were seen. Despite troubleshooting and reconnecting the leads again, the same measurements were observed. The physician changed out the device which solved the issue. This ICD was never in service and there were no adverse patient effects reported.